Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) level of 42-51 mg/dl range, cause was unknown. Customer consumed carbohydrates to address bg. Additionally, it was reported that the customer experienced ongoing high blood glucose of 600 mg/dl with moderate ketones, cause was unknown. Elevated blood glucose was addressed with a bolus via the pump. Recommendation was made to consult with a healthcare provider to discuss diabetes management.